Event description:
It was reported that pump battery was depleting too quickly. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.